Event description:
It was reported that during a colectomy procedure, the device fired. The device cut, but no staples deployed. Another device was used to complete the case with no pt consequence. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Info is unavailable; device was not returned for evaluation.